Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient was unable to adjust the stimulation using the patient programmer. The patient was able to adjust the amplitude but not the pulse width or the rate. Impedance readings were >4000 ohms on bipolar pairs 4-7. The patient no longer felt stimulation. The loss of therapeutic effect was on one side (unspecified). The patient falls "quite a bit' and it was suspected this occurred during a fall. Troubleshooting was being considered. Additional information has been requested.